Event description:
The customer reported that the system would not perform the subtraction function. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted and then found to be working as intended and put back into service.